Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shuts off without notice. The customer¿s blood glucose level was unknown. Customer stated that the low battery indicator did not work. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.